Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis revealed the device was received with no telemetry and no output. Analysis was performed by cutting open the device to make direct measurements on the internal circuitry, which revealed high current drain from the hybrid circuitry. Additional hybrid testing was performed to further isolate the high current and determined a hybrid component anomaly failure, which was the cause for the premature battery depletion of the device.

Event description:
This report is to advise of an event observed during analysis.